Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2029). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a thrombectomy and atherectomy procedure in the left superficial femoral artery, popliteal and proximal perineal arteries via the right femoral artery access, the balloon catheter allegedly could not be moved over the guidewire. It was further reported that the guidewire and the balloon were allegedly stuck together. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, the catheter was received with a guide wire, a collecting bag and a balloon attached to it. The catheter was heavily clogged with blood. Guide wire was stuck inside the catheter and it was not possible to perform an aspiration test even after flushing the catheter. No further physical damages noted. Therefore, the investigation is unconfirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a thrombectomy and atherectomy procedure in the left superficial femoral, popliteal, and proximal perineal arteries via the right femoral artery contralateral access, the balloon catheter allegedly could not be moved over the guidewire. It was further reported that the guidewire and the balloon were allegedly stuck together. There was no reported patient injury.

Event description:
It was reported that sometime post a thrombectomy and atherectomy procedure in the left superficial femoral artery, popliteal, and proximal perineal arteries via the right femoral artery contralateral access, the balloon catheter allegedly could not be moved over the guidewire. It was further reported that the guidewire and the balloon were allegedly stuck together. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, g3 h11: d1, d2b (mcw, dqx), d4, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.